Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On august 2, 2019, it was reported that the device was giving an incomplete mesh. The event took place during meshing of previously recovered cadaver donor skin. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number 1411077, for evaluation. Product review of the skin graft mesher on august 9, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The roller and roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(6), and 2:1 ratio cutter, serial number 1411077 both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 9, 2019 which included replacement of the roller gear, roller, bearings, side plates, and carrier guide skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. Service notification number 300179678 dated 8/3/19. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. During evaluation of the device, the 2:1 cutter was found to have been previously serviced and deemed to have produced an incomplete mesh. The 1.5 cutter also produced an incomplete mesh but was not previously evaluated. The zimmer skin graft mesher instruction manual (06001810592, rev a) does note on page 1 that 'a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher'.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was giving an incomplete mesh. The event took place during meshing of previously recovered cadaver donor skin. There was no harm involved. There was no patient involvement. No adverse events were reported as a result of this malfunction.